Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure that included a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. After ablation was performed, cardiac tamponade was confirmed. Timing of hemostasis was post use of biosense webster (bwi) products. No abnormalities during the procedure. After the procedure was completed, the agency reported that a pericardiocentesis was performed for suspected cardiac tamponade. Atrial septal puncture was performed with rf needle. Serial number was unknown. Steam pop was not confirmed but after the procedure, when hearing from the physician, a statement was made that pop may have occurred on the second ablation. Irrigation catheter¿s flow rate setting was low flow 2ml/min, high flow 8 and 15ml/min. After pericardiocentesis was performed, the patient was returned to intensive care unit (ICU), and was under observation. The patient returned to the ICU instead of returning to the ward, so there was an extension of hospital stay. Method of contact force monitoring was dashboard and visitag. Coloring settings for visitag was tag index. Visitag additional filters was fot. The physician mentioned that steam pop may have occurred during the second ablation, but the definite cause of cardiac tamponade was still unknown. There were no abnormalities prior to use nor during use of the product. Ablation was performed prior to noting the cardiac tamponade. No error messages observed on bwi equipment.

Manufacturer narrative:
E. 1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31066334l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).